Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2012, while she was at an outpatient facility undergoing a sleep study, dexcom cgm alerted her of a hypoglycemic event. The nurse at patient¿s side administered some juice but patient lost consciousness despite treatment. Patient was taken to the ER for more treatment and observation. Patient believes that the insulin pump she was wearing was at fault and continues to wear dexcom cgm.